Manufacturer narrative:
(B)(4). It was reported during an ablation of a tachycardia procedure, the c3 nav variable lasso catheter would not straighten. It remained deflected. The case continued on with another lasso catheter with no further issues. There was no patient injury reported in this case. Upon request from the bwi field representative, additional information was provided on the event. This issue occurred while in the left atrium. The physician did not have difficulty removing the catheter from the patient. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, deflection and contraction tests were performed and the catheter passed both. The catheter did not get stuck on deflection and contraction during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported during an ablation of tachycardia procedure, the c3 nav variable lasso catheter would not straighten. It remained deflected. The case continued on with another lasso catheter with no further issues. There was no patient injury reported in this case. Upon request from the bwi field representative, additional information was provided on the event. This issue occurred while in the left atrium. The physician did not have difficulty removing the catheter from the patient.

Manufacturer narrative:
(B)(4).